Manufacturer narrative:
H10 additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently did not include rational for f10 code e2402. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
The patient underwent generator repositioning surgery. The generator was tied down and no vns devices were replaced. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
Report received that patient's device had migrated due to weight loss. The patient was referred for revision on the pocket to re-secure the generator back into place. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.